Manufacturer narrative:
--

Event description:
Additional information received that the suspected cause of infection was bacteria.

Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient was admitted secondary to left upper extremity cellulitis and lymphedema and was placed on intravenous (IV) antibiotics. Additional information received indicated that cultures revealed (B)(6) infection. There were no additional adverse effects reported. The product was explanted.